Event description:
Instent stenosis treated with angiosculpt. Two areas of rca proximal after curve - first lesion. Inflated to 18 atmospheres - did not yield. Angiosculpt advanced to mid rca, that lesion also isr and yielded at 18 atmospheres. Angiosculpt retracted to proximal lesion and again inflated to 18 atmospheres. Angiosculpt catheter removed and discovered to be in 2 pieces. The hub portion contained blue stainless steel hypotube with about 40 centimeter piece of nitinol wire attached at the point where the stainless steel blue hypotube should have transitioned into the clear nylon working portion of the catheter. The balloon and scoring element remained in the guiding catheter and proximal rca. It was snared to avoid dislodging and the guiding catheter, and this portion of the angiosculpt was removed as one unit. Upon inspection, the scoring element and balloon catheter were still attached to about a 40 centimeter segment of the clear nylon working portion of the angiosculpt device. Both pieces of this unit will be returned for inspection.

Manufacturer narrative:
Evaluation summary: visual examination of the returned device found that the distal shaft separated on the hypotube bond, proximal to the hypotube/distal shaft junction. There was evidence of necking along the proximal end of the distal shaft. Tensile testing of unused units from lot number f09100045 showed that these units met specification. Retained device components is a potential adverse effect of coronary angioplasty procedures and is listed in the angiosculpt device IFU. In this event, the separated component was retrieved without further incident.